Event description:
The graft was implanted for an ascending aortic replacement graft for a dissecting aortic aneurysm. Upon declamping the aorta, the graft wall "oozed" blood (quantity is unk and not attainable). The dr applied fibrin glue and administered protamine to stop the oozing and also wiped the blood from the graft wall. The dr elected to close the pt's chest before the oozing was completely stopped. Therefore, the graft was left in. The pt was reported to be in stable condition in ICU.